Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted destructive analysis was performed and confirmed that there was dried blood obstructed in lead distal end and that prevents the guidewire insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the guidewire would not pass through the lumen of the lead. The lead was not implanted and a new lead was attempted. The second lead dislodged due to the patient's anatomy and was not implanted. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.